Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips healthcare that the device failed functional checks for ECG. The device wasn't showing a dashed line in place of the waveform or a pads off message. The ECG waveform had a lot of noise. There was no pt involvement.